Manufacturer narrative:
(B)(4).

Event description:
It was reported that alert/notification settings occurred. Date of event is an approximation. The patient experienced an issue with alert and notification settings. On 05/26/2024. The patient experienced a ¿low coma¿ and was taken to the hospital by the spouse. It was documented that there were no allegations against the sensor but that the receiver was not loud enough for the patient to hear the alert. At the hospital she was treated with IV fluids. The patient was discharged on (B)(6) 2024. At the time of the report the patient recovered and felt fine. Of note, the patient declined to provide any further information about the event. No data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.